Manufacturer narrative:
The reported field event of the inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when the device could not be interrogated. Premature battery depletion was suspected to be the reason. The device was explanted and replaced. The patient condition was stable.